Event description:
The customer reported an oil mist haze, the noticed the issue right away and turned the unit off. The customer stated that there were no physical reactions reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the customer site. The fse replaced the oil mist filter element. The fse completed a successful empty chamber cycle. The unit met performance specs. This issue is being addressed with a customer letter, related to correction & removal.